Event description:
It was reported by the rep the device was used during a sigmoid colon resection. It was reported the tlc55 was fired across the colon without incident. Later in the case, while the distal portion of the proximal colon was being freed, the surgeon noticed that the staple line had opened. The bowel was clamped off and the case was completed. 07/31/1998 the rep reported a colostomy was part of the planned procedure anyway, so the bowel was temporarily clamped until the colostomy was done.